Event description:
It was reported that during da vinci s radical nephrectomy procedure performed in 2009, the surgeon accidently ligated and cut the pt's superior mesenteric artery. The procedure was converted to a traditional hand assisted open procedure. The pt expired postoperatively in the same day.

Manufacturer narrative:
Conclusions: no malfunction of the da vinci s surgical system was alleged by the hospital and the info provided by the site states that the surgeon accidently caused this event. As of july 31, 2009, no adverse events or system malfunctions have been experienced with the site's da vinci s surgical system.